Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a skin reaction and infection that developed seven days after sensor insertion in the arm. The area had been prepped with alcohol prior to insertion. The patient reported symptoms including rash, redness, inflammation, and an infection extending beyond the patch perimeter. On (B)(6) 2025, the patient consulted a physician, who prescribed doxycycline hyc 100 mg, to be taken twice daily. It was unspecified whether the symptoms originated at the needle puncture site or beneath the sensor patch, and the patient¿s condition following treatment was not reported. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).